Manufacturer narrative:
The device repair is pending. As additional info is obtained, a supplemental report will be issued. Covidien ref.: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a graphical user interface (gui) communications device alert. There was no pt involvement.